Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air. The report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based upon the information obtained from baxter's investigation, the root cause of the reported air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services regarding air in the patient. The nurse (rn) stated that the home patient (hp) had to go to the emergency room and the x-ray showed a large amount of air in the peritoneum. The rn reported that the homechoice (hc) never alarmed that she was aware of. The technical service representative (tsr) explained that the only way the hc could have delivered air was if the patient line did not prime or there was a problem with the patient line or transfer set. The rn stated the home patient (hp) did not have a last fill so there was not an initial drain at the start of the therapy. The tsr advised to look into having the hp start therapy with an initial drain to prevent her from connecting with an unprimed patient line. The rn confirmed to set up the hp with a last fill and an initial drain alarm of above 100 ml. No additional information is available at this time.